Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a securesense alarm for none sustained right ventricular oversensing episodes which was post-paced t-wave oversensing. Noise was also present likely due to myopotentials. Reprogramming was recommended. There was no report of adverse consequences for the patient.